Event description:
The customer reported that the system displayed intermittent communication error messages that caused the system to lock up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was replaced. The system was then found to be operating as intended.